Event description:
It was reported that during a ptca procedure in a heavily calcified rca, the wire prolapsed and became stuck in the artery. The physician experienced removal difficulties. Upon removal the distal segment fractured and remained in the pt. Pt went to surgery for removal and bypass. A 10 cm segment of the wire still remains in the pt. Pt status is listed as "okay".